Event description:
It was reported that the patient experienced stimulation in the wrong location when stimulation was turned on. A loss of therapeutic effect was reported. On (B)(6) 2014 the patient bent over to grab a bottle of water in a mini fridge and it felt like her back exploded. The device was stated to not be working. The patient was taken out of ambulance and a CT scan was performed. No damage to the stimulator was seen but the patient could not feel the stimulator in the back at all. It could be felt in the hip and right leg but could no longer be felt it in the back at all. Normally the amplitude was set at 6.5 volts but was 8.2 volts at the time of this report and the patient could barely feel it in the hip and leg. 2 bulging disks were reported in the back. The patient experienced ¿white hot pain¿ when she bent over. The patient couldn¿t get up. It took 4 men to get the patient in the ambulance. Troubleshooting was not able to be done at the time of this report as the patient could not go upstairs to grab the programmer. The loss of stimulation/therapeutic effect was noted to be sudden. Reprogramming and impedance testing was performed. All impedances were within normal limits. The patient was stated to be alive with no injury with less than 50% therapy relief with the issue located at the lead location. The patient reported a fall down some steps about 6 weeks prior to (B)(6) 2014 and noticed a loss of coverage in her lower back. Her leg coverage remains effective. Reprogramming was unsuccessful to move the stimulation coverage higher into her back. Middle and upper portions of the leads caused reported stimulation in the ribs and belly on both sides. The patient was left with the original group. The patient was to follow up with her healthcare provider (hcp) on (B)(6) 2014. Follow-up was performed to determine if the cause of this event was determined, if any intervention occurred, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Event description:
Follow-up information was received which reported that after the patient's follow-up appointment with their healthcare provider, x-rays revealed that the lead had not moved. Reprogramming was attempted but the patient could never get her back covered. It was unclear if further reprogramming was attempted at this appointment or if the reporter was referring to previous reprogramming sessions. The patient reportedly felt stimulation in her hip and leg, which was the original painful area the device was implanted for. The patient was given a "script" for physical therapy for her back pain.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).